Event description:
On 12/24/99 the account reported a valproic acid result of 0.96 ug/ml. The sample was repeated on 12/27/99 and was 131.32 ug/ml and 121.22 ug/ml. There was no reported impact to pt management.